Event description:
Reporter alleged the blood glucose monitoring device generated a test result prior to a test strips being dosed with blood. Reporter alleged obtaining several error messages and was holding meter at an angle when the result of lo displayed. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.